Event description:
The lay user/patient's relative contacted lifescan alleging that the meter displays black marks. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
The facility reported an infuso.r. Pump which will not pump. According to the facility, it is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infuso.r. Pump which will not pump was confirmed during product evaluation as the pump going into a constant alarm when an attempt was made to run the device. This condition was caused by a separated motor. Due to a lack of customer approval for the cost of repair, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review was performed revealing this pump has never been sent to baxter for service and, therefore, the reported condition is not related to any previous service on this pump. A device history review was performed with no exceptions noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.